Manufacturer narrative:
(B)(4): the manufacturing/expiration dates were inadvertently left out of the initial esubmission. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the care giver (cg) noticed air bubbles coming up the y-set tubing from the effluent bag during the time that the home patient (hp) was draining into the bag. The air bubbles did not make their way all the way to the catheter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c07012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.